Event description:
Mini c-arm malfunctioned during a case; unable to shoot live films. Field service engineer replaced defective monitor. The monitor in this c-arm had also been replaced approximately one year earlier by the company. I talked to the ge field service engineer briefly and he mentioned it seemed that those particular monitors were failing more often than he expected they should. He did not indicate that ge/oec had a known problem with these monitors.